Manufacturer narrative:
Additional information was received via a good faith effort. The customer biomed reported it was previously determined that the power supply / power management board would need replaced. The battery issue is secondary to the unit sitting unplugged waiting for repair. The unit has not been returned to service. This unit was unable to maintain a charge on the battery due to the failed power supply/management board. In order to maintain a charged battery the unit must be plugged into power source and possess a working power supply/management. Board. The error code 1124 is consistent with a unit unable to manage power due to failed component. It is expected that once the board is replaced the battery will be able to receive a charge. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from the customer reporting that a battery failure occurred on a v60 ventilator. The unit was not in clinical use; there was no report of patient or user harm. The philips remote service engineer (rse) evaluated the issue with the customer and confirmed the reported problem. The authorized service provider (asp) reported the unit displayed a battery failure message and error code 1124 (cbit): battery failed was found in the significant log. The rse advised the asp to replace the internal battery. The investigation is ongoing.